Event description:
It was reported by the affiliate that the (1) xr60b and the (1) tx60b were used during a low anterior resection procedure. It was reported that the tx60b was used (opened new out of the package). Upon the first firing on the rectal stump, no staples were found after a normal use of the instrument. No staples were in the abdomen, specimen, swamps, or suction reservoir. The rectal stump was completely open and then closed with sutures and a cdh33. The pt had an extended hosp stay of five days and an extended or time of 1.5 hrs. No other adverse consequences.